Event description:
Joint fluid retention [joint effusion], knee swelled bulgingly [joint swelling], significant knee pain/joint pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female patient, (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection, 2 ml, per month (route not provided). The lot number of synvisc was not provided. On an unspecified date in (B)(6) 2012, the patient received second synvisc injection. On (B)(6) 2012, the patient received third synvisc injection and on (B)(6) 2012, the patient visited the hospital with the knee swelled bulgingly and significant pain. On the same day, patient had arthrocentesis with 65 cc of fluid aspirated and the patient was treated with intra-articular triamcinolone at 20 mg and 1 percent lidocaine at 5 cc. On (B)(6) 2012, the patient recovered from all the events. Relevant concomitant medication included celecoxib. The intensity for all the events were not provided. The reporting physician assessed the relationship between synvisc and all the events as definite.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.